Event description:
It was reported that there was a problem with the recharging system. Impedance testing could not be completed because the battery was low. Following an overnight battery charge, the charge would not hold for more than 5 mins. The pt stopped using the device for approx 2 mos. The implantable neurostimulator and recharger were replaced.

Manufacturer narrative:
The device and recharger have been returned to the MFR for analysis which is not complete as of the date of this report. A follow up report will be sent when the analysis is complete.